Manufacturer narrative:
(B)(4): the customer reported that a patient coded but no alarm was provided at the philips information center (pic). The hospital staff did not respond in a timely manner and the patient expired. The customer requested that logs be reviewed to understand what occurred. Logs were provided and analyzed. The customer stated that the code was initiated on (B)(6) 2011, at 22:19. Based on the available information at the time of this report, the logs show that an alarm for brady 39<40 occurred at 22:12, which was silenced at the central station within 4 seconds. Another brady 39<40 occurred at 22:15, which then escalated to asystole at 22:15. This alarm was silenced at the central station at 22:19, which is the time the code was initiated. The available information does not support that there was a malfunction, design or labeling problem. The alarms were silenced by the clinicians. Device labeling (instructions for use) adequately describes alarm behavior, red and yellow alarms, reminders and alarm priority chaining. Consideration of this complaint and similar complaints supports that there is no design, manufacturing, materials or labeling problem. No further action or investigation is warranted.

Event description:
The customer reported that the central station did not alarm therefore they did not know that a pt on telemetry had gone into vtach and later died.